Event description:
Device issue: difficult to deploy - needle plunger, cuff miss, foot break. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified right common femoral artery after a diagnostic procedure. Reportedly, during needle plunger deployment, resistance was felt. When the needle plunger was removed, there was no suture attached to the needles and a portion of the foot was detached. After performing "extensive angiography of the arterial structure of the limb," the detached portion of the foot was not found. The pt had "good pulses." Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4) - pt selection. The device is expected to be returned for eval. It has not yet been received.